Manufacturer narrative:
Before starting a surgery with callisto eye, the position of the health care professional (hcp) must be set in relation to the patient's head (right, left, or top). The selected position is indicated on the live video screen throughout the surgery. In this particular case, the "right" position was selected in callisto eye, but the hcp was physically positioned near the top of the patient's head. This caused the 90 degree discrepancy in the displayed target axis.

Event description:
The health care professional (hcp) reported that a toric iol was implanted in the patient's right eye 90 degrees off the desired axis. The markerless function of the callisto eye had been used to position the iol. The patient's astigmatic outcome was about 6.0 diopters, which resulted in poor visual acuity. The hcp decided to perform a follow-up surgery using the callisto eye to re-position the iol. After the corrective treatment, the patient's astigmatism is about 0.25 diopters.